Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade unknown, and bilateral exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified: opening crease sharp on posterior, stress mark, crease fold, wear abrasion and missing shell. Based on the device analysis the final assessment is: missing shell assessed as inconclusive. An opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Device has been replaced.